Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had stimulation in the wrong location and did not feel the stimulation since implant. They were told it was normal and to just monitor their symptoms. Since yesterday ((B)(6) 2019), the patient felt tingling in their right leg and could see their leg moving. It was recommended that the patient lower the stimulation to see if that helped. The patient decreased the amplitude and the uncomfortable stimulation was eliminated. They stated that they were a lot more comfortable now than before. The patient was to follow up with their healthcare professional (hcp). Additional information received from the patient on (B)(6) 2019 reported that they lowered the stimulation down a bit more since the previous report and was at 2.8 volts. They still felt the stimulation in their right leg, but much less than before. It was reviewed that they could lower the stimulation further to see if that resolves the issue and to monitor their symptoms. If that did not help, it was recommended to try another program. The patient had not told their healthcare professional (hcp) about the tingling/stimulation in their right leg and was going to follow up with them. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that they had notified their physician about the issue and were waiting for an appointment. Regarding the cause/circumstances about the stimulation issues, the patient stated that ¿it all started with a battery change¿. They indicated that the issue was not resolved. There were no further complications reported or anticipated.